Event description:
It was reported this balloon ruptured at 14 atmospheres, following the first inflation, during an arteriovenous fistula graft declot procedure. Upon withdrawal of the balloon catheter, it was noted the balloon material had detached in the patient. The patient was transferred to surgery for successful retrieval of the detached balloon material. The procedure was successfully completed with this unit and the patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date for this lot number. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon was used in a non-indicated procedure, declotting an arteriovenous fistula graft. The company believes these factors may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."